Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/25/2017. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was damaged; the tip of the haptic was missing. No anomalies were found to suggest that the damage was introduced during manufacturing. The product was most likely damaged due to improper loading. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, an intraocular lens (iol) was inserted into the eye but it had to be removed because it tore. Additional information was received and the customer commented that the event was related to a loading technique. Additionally it was reported that a non validated, non amo cartridge was used in conjunction with the lens. The incision was enlarged and sutures were used. No vitrectomy was performed. No further information was provided.